Manufacturer narrative:
A visual assessment of the returned complaint system screwdriver showed an instrument with repeated use, as identified by worn laser markings and surface scratches. The hex tip was fractured as reported, and the distal end was worn and rounded with the tin coating wearing from the instrument. A functionality assessment was not performed due to the damaged condition of the instrument, which was removed from distributable inventory. It was reported that during the drilling process to prepare the patient bone, the physician noted that the patient's bone was extremely dense. Patients with unusually dense bone may require drilling and tapping to prepare the surgical site for screw placement. Dense bone may also require the user to apply increased rotational force to the screwdriver, which may result in the identified instrument malfunction. The complaint investigation suggests that excessive rotational force due to extremely dense patient bone may have contributed to the instrument malfunction.

Event description:
The company received notification on 9/02/2021 of a system screwdriver that had the distal tip fracture during a surgical procedure when tightening a system screw. The fractured portion of the screwdriver was removed from the surgical site, and the procedure was successfully completed with an alternate available instrument. There were no known patient complications associated with this complaint. The complaint instrument arrived at the manufacturer for assessment on 9/07/2021.